Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the stent of the 3.5x28 mm xience skypoint stent delivery system (sds) was advanced to the left main coronary artery, on the way to the calcified left circumflex (lcx) coronary artery. The sds got stuck with a previously placed balloon in the lcx. When attempting to remove the sds, the stent dislodged due to the interaction. The stent was retrieved via snare. A new xience stent was used to complete the procedure. There were no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.